Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is on-going.

Event description:
It was reported to hamilton medical ag, that: the touchscreen for the hamilton-t1 ventilator (pn 1610060 / sn (B)(6) stopped working during treatment. The p&t knob stopped working along with the touchscreen. The patient was put on another ventilator.patient involvement with medical intervention (another ventilator was used) was reported. However, no patient, user or third party harm was reported.